Manufacturer narrative:
Additional information: it was noted that the scratches were described as central defects on the iol. The surgery was successfully completed with the back-up iol. Patient was discharged to home, no follow up noted in chart. Also, patient noted to be 69 year old male, white/caucasian, no mention of ethnicity, 89.5 kg. Fields below are updated: section a2: 69 yrs. Old; section a4: weight: 89.5 kg.; section a5: race: white. Corrected data: it was noted that initial report of "scratches on iol prior to use" actually occurred after it was inserted in the patient's left eye, and that the intraocular lens (iol) was inserted and then removed and replaced with the back-up iol which is the dib00, 16.5d sn(B)(6) . This supplemental report is submitted to correct this info. Section h6: health effect - impact code: 4631 (to capture pt-removal and replacement). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was defective. This was described as scratches on iol prior to use. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.